Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient possible out of range issues on (B)(6) 2015. Patient care specialist did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).